Event description:
Reporter indicated via physician clinic notes that a vns therapy pt experienced an "initial increase in seizure frequency after last adjustment" in 2007. The pt's pre-vns baseline is unk. A battery life calculation revealed the pt's vns generator is -0.68 years until the elective replacement indicator read "yes." Good faith attempts to obtain additional info have been unsuccessful to date.